Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier would not open or close. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: clinical specialist confirmed that the medium-large clip applier instrument was inspected prior to use and nothing out of the ordinary or damaged was noticed. The incident with the instrument occurred while surgeon attempted to clamp on a vessel or tissue bundle. There was an unsuccessful clip application (e.g., incomplete closure of clip). The size of the vessel or the tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU).

Manufacturer narrative:
The instrument was found to have two severely bent grips, causing misalignment of the grip-tips. There was a 0.40 mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tip causing impossibility of testing. The grips were not found to have cracking damage. Common causes of the failure mode bent-severely instrument grips tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.